Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, after firing the first shot with the green charge, the stapler made a noise in the trigger and the firing was not possible to continue. It was also stated that the trigger was broken. They used another device to resolve the issue. There was no patient injury.